Event description:
Caller reported a malfunction on the pump, which was identified without any notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the caller in performing the reset, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and instructed to call back if any issues reappeared, which the caller acknowledged and understood.